Manufacturer narrative:
An event regarding a periprosthetic fracture involving a triathlon femoral component was reported. The event was not confirmed. Method & results: product evaluation and results: not performed as no product was returned for evaluation. Clinician review: not performed as no medical records were provided for review product history review: indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusion: the event itself could not be confirmed nor could the exact cause of the event be determined because insufficient information was provided. Further information such as device return, pre and post operative x-rays, operative reports as well as patient history and follow up notes are required to complete the investigation for determining a root cause. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
The patient reportedly presented with pain and there is a delayed union of periprosthetic fracture and the orif plate is fractured so the patient underwent left distal femoral revision hinge surgery on (B)(6) 2018. All components exchanged except patella".